Event description:
The customer called to report that they were hospitalized for high blood sugar levels. The customer had been having hbgs yesterday and has changed out their set many times. Troubleshooting was done and the pump passed. The customer still insists that the pump be replaced. The customer also stated that they were having a difficult time inserting their infusion sets. The customer is currently on manual injections per md protocol.